Event description:
It was reported that the device standard external paddles were inoperative. The device operated normally with hands free quik-combo therapy cable. There was no report of pt involvement with incident.

Manufacturer narrative:
Customer's biomed isolated the issue to be with the external defibrillator paddles. Physio provided technical assistance and replacement paddles parts information to customer.